Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 7.0x40x135cm express® ld iliac / biliary stent was advanced to the lesion, however, the stent came off the delivery system balloon. Another unspecified size express® ld iliac / biliary stent was deployed on top of the dislodged stent, leaving the lumen patent. Acute angiographic results were good; the timi flow was fine and the second stent appeared symmetrical. No further patient complications were reported and the patient's status was fine.